Event description:
It was reported that a pump alarmed for a system error 322. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The system error was confirmed and reproduced during testing caused by a loose upper latch switch bracket. The device was not in spec and the upper aux assembly has been replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.